Manufacturer narrative:
The field service engineer performed maintenance on the analyzer probes since there was an alarm indicating that distance between probes was outside of specifications. The customer was asked to perform a new method comparison using new reagent cassettes, new calibrations, and at least 25 patient samples aliquoted into identical aliquots and measured in parallel. The customer was also asked to stop calibrating the assay for 10 days. The customer performed a new method comparison, but continued to perform calibrations for the assay. Crej results from the i400+ and c501 were compared. The patient results from the i400+ were 15% higher than the c501 results in the new study, but the difference was not seen with quality controls.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for a total of seven patient samples tested for crej2 creatinine jaffé gen.2 (crej) on a cobas integra 400 plus (i400+). The results from the i400+ were lower when compared to results of the same samples measured on a cobas 6000 c (501) module - c501. The customer believed the results from the c501 analyzer to be more compatible to recoveries expected for the patients. The customer noted that the last external control result from the i400+ analyzer recovered below the expected range, so this is why an issue was suspected with the i400+ analyzer. Of the seven samples, two samples had erroneous crej results from the i400+ analyzer that were reported outside of the laboratory. The first sample resulted as 1.00 mg/dl when tested on the i400+ analyzer and resulted as 1.29 mg/dl when tested on the c501 analyzer. The second sample resulted as 0.73 mg/dl when tested on the i400+ analyzer and resulted as 1.03 mg/dl when tested on the c501 analyzer. No adverse events were alleged to have occurred with these patients. The crej reagent lot number was 20319201, with an expiration date of 09/30/2018. The customer calibrates the assay daily on the i400+ analyzer because the laboratory wants to ensure that quality controls to recover within a plus or minus one standard deviation range.

Manufacturer narrative:
Additional precision studies were performed on both the i400+ and c501 analyzers. Both analyzers exhibited comparable performance and comparisons were within specifications. A specific root cause could not be determined based on the provided information. The high deviations seen in previous comparison studies may be caused by the pre-analytic sample handling or the measurement protocol used. The higher bias observed with single samples may be caused by multiple parameters such as different reagent lots, evaporation effects due to the measurement protocol that was used, and sample specific differences caused by different sample quality and disease (coagulation, drug interference, gammopathy).

Manufacturer narrative:
Updated crej test parameters were programmed on the i400+ analyzer. The customer ran an additional method comparison on (B)(6) 2017 after the parameters were updated. There is a difference of approximately 10% between the i400+ and c501 analyzer. Between run precision for quality controls tested on the i400+ analyzer was poor and may be due to improper control handling.